Event description:
Pt had right total knee procedure on 1/6/95 and has been having problems with loosening of the bottom prosthesis. On her 6 week post surgery evaluation, it was found on x-ray that the tibial stem had disassociated from the tibial tray. A revision was done on 3/23/95.